Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited kinks on the probe and a chip on the lock pin. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of the issue could not be determined. A device history record review revealed findings/no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.